Event description:
On (B)(6) 2009, I had a vaxcel boston scientific implantable port placed in my right arm for chemotherapy. This was implanted by a dr at (B)(6) hosp in (B)(6). On (B)(6) 2009, I was diagnosed with septic bursitis and had to be put in the hosp for 12 days. The port was removed and I had a very serious infection. I was in a lot of pain and had to stop my chemotherapy until the infection could be controlled. I feel this port caused my infection and almost my death. I also think this infection further weakened my immune system. This vaxcel port was (B)(4), lot number 1166242.